Event description:
It was reported while using bd discardit¿ ii syringe with detached bd microlance¿ needle the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger is very hard to push.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301001 and batch number 2210507. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation from the manufacturing facility. The retained samples were examined; however, no signs of defect were identified.

Event description:
It was reported while using bd discardit¿ ii syringe with detached bd microlance¿ needle the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger is very hard to push.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.